Event description:
It was reported to medtronic minimed that the customer reported receiving a pump error 41 and 43. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during customer calls that might trigger the reason for concern. Pump error 43 was found on (B)(6) 2025 15:57:07.000. Line=600 file=121. Pump error 41 was found on (B)(6) 2025 15:57:07.000. Line=724 file=121. Per software engineering log, pump error 41 was due to motor application registered voltage below threshold. Pump error 43 was due to motor power request timeout. Isolate to motor assembly. However, while testing unit, no relevant alarms or anomalies were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Per visual inspection, all connectors including motor flex connector were plugged in properly and no moisture damage was noted on electronic assembly or motor assembly. The following cosmetic damages were noted: label damage (faded), broken belt clip rails, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 43 and pump error 41 were confirmed when both alarms were found in download history files. Pump error 43 and pump error 41 were due to error with motor voltage regulator, isolate to motor assembly. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.